Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion which required drainage and an extended hospital stay. An intellamap orion catheter was used during an atrial fibrillation ablation repeat procedure. While the left atrium was mapped, it was observed that the patient's blood pressure was dropping. An ultrasound was done, and pericardial effusion was confirmed. Subsequently, pericardial drainage was performed, and it was decided to cancel the procedure. The patient had a history of heart failure, enlarged heart, and low ejection fraction. The patient was then admitted to the intensive care unit (ICU) for recovery and will be discharged on (B)(6) 2025. A possibility of laceration with the orion catheter was raised; however, the results were inconclusive. The device was disposed and will not be returned for analysis.